Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they were having trouble with retention and fluid building up in legs. Patient said they saw healthcare professional (hcp) and was told soon patient would need their ins replaced. Patient stated there was still a little charge left. Patient stated they did not know ins would need to be replaced. Patient asked for hcp listings because they have moved and cant use the same hcp due to insurance. No further complications were reported or anticipated.